Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimates were received. Customer would change out the cartridge to resolve the issue. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.